Manufacturer narrative:
(B)(4). Date sent to the FDA: 08/23/2019. Two opened boxes and fifty-eight unopened samples of product code 922, lot mmk282 were returned for analysis. The complaint sample was not received. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements.

Manufacturer narrative:
Product complaint (B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown labor and delivery procedure on (B)(6) 2019 and the suture was used. During the procedure, the needle popped off. There were no patient consequences reported.